Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. Reportedly, the customer resumed insulin delivery to address the event. Blood glucose (bg) reported was 598 mg/dl and bg was addressed with a bolus via the pump. Bg was due to not delivering insulin over the night.